Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effects and treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 7f sheath after a transcatheter aortic valve implantation (tavi) interventional procedure which was performed using the left common femoral artery. Reportedly, the proglide device was deployed and hemostasis was achieved; however, the right foot lost pulse and the artery had been sutured shut. An unspecified balloon catheter was used to open the artery back up and restore blood flow. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.